Event description:
Additional information received indicates the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04640, 3006705815-2021-04641, 1627487-2021-17089, 1627487-2021-17090. It was reported the patient had an infection at the ipg pocket and midline incision. The system was explanted to address the issue and the infection is being treated with antibiotics.